Manufacturer narrative:
(B)(6).

Manufacturer narrative:
There is no indication that the access accutnl+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported a falsely elevated troponin I (access accutnl+3) result, above the normal reference range of the assay, for one patient, involving the access accutnl+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. An initial result of 0.45 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer retested the sample, on the same instrument, and obtained a lower result of 0.00 ng/ml. The laboratory has a troponin I critical cutoff point of 0.5 ng/ml. The patient's serum sample was collected in a 13x100 mm becton dickinson (bd) tube and centrifuged at 2,700 rpm (rotations per minute) for ten minutes. The sample was stored in refrigeration between analyses. No sample integrity issues were noted. Quality control (qc) is performed once daily and no issues were observed. System check and precision test results were also within specifications. No instrument issues were reported at the time of the event. The instrument was in normal operation.